Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas e801 module. The customer provided the patient sample for investigation where discrepant elecsys ft3 iii (ft3 iii) results were identified between the customer's e801 module, the centaur method and a cobas e801 module used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was not provided. The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 232740 with an expiration date of jul-2018. From the data provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation was unable to find a definitive root cause.